Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A4) unknown as information was not provided. B3) unknown as information was not provided. D1) unknown as information was not provided. D4) lot#: unknown as information was not provided. Catalog is unknown but referred to as cook celect filter. Expiration date: unknown as lot# is unknown. D6) unknown as information was not provided. D7) unknown as information was not provided. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. H4) unknown as lot# is unknown. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to article: fibrin cap formation and tilting filter: following a renal transplant operation the patient developed extensive left lower extremity deep vein thrombosis. Her postoperative status precluded her from receiving standard anticoagulation therapy. Because of the expected short-term need for pulmonary embolism prevention, a celect ivc filter was deployed. The patient returned for filter retrieval 6 months later. Despite several attempts the retrieval was unsuccessful. Fluoroscopic revealed slight tilting of the filter and a radiolucent fibrin cap over the apex of the embedded filter. After removal of the fibrin cap using a reverse curve catheter, the retrieval hook was easily engaged with a conventional snare device and successfully removed. The procedure was terminated and the patient was discharged after an uneventful postoperative course. Patient outcome: the patient required fibrin cap disruption prior to successful filter retrieval. No adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on the article and image review. The case report describes a ¿novel technique¿ in disrupting a fibrin cap that formed over the hook of the filter preventing the engagement of the hook of the ivc filter with a standard snare device. Figure 1, in the article, which demonstrates this fibrin cap on venogram, is not of a celect ivc filter, but is rather an option elite filter, which is not mentioned in the case report. This filter also demonstrates penetration by 1 of the primary filter legs through the left lateral wall of the ivc, which is also not discussed. There is insignificant tilt present on this projection and the hook of the ivc filter does not appear to abut the wall of the ivc. The second image submitted is of a cook celect ivc filter. Given the oblique fluoroscopic image provided, no significant tilt is appreciated. There is a guidewire loop snare formed just cranial to the ivc filter, which is described as being looped around the fibrin cap seen on the previous image. However, given the previous image is from a different patient and a different type filter, it is uncertain if this looped guidewire is truly formed around a fibrin cap, or is just formed in the ivc. Reportedly, this looped guidewire was formed around the fibrin cap and the sheath was advanced over the guidewire, disrupting the fibrin cap and allowing the filter hook to easily be engaged with a snare device. Ultimately, the filter was successfully retrieved. Although this was described as a ¿novel technique¿, a very similar technique has been published in which a guidewire loop snare is formed between the apex of the filter and the wall of the ivc, disrupting the fibrin cap and facilitating capture of the hook of the ivc, referred to as a ¿hangman¿s technique¿. Without further imaging, the cause of developing this fibrin cap is only speculation. Although the celect ivc filter does not demonstrate significant tilt on the image provided, in all likelihood, on a different projection, there was enough tilt present to allow the hook to engage with the wall of the ivc, thus facilitating the development of the fibrin cap. The filter may have been deployed in this position, or tilted over time, but without the placement images, it is not possible to differentiate these possibilities. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events